Event description:
It was reported that pt became unstable and painful. He went to the ER. An xray was taken and it was determined the cup had shifted and the head was dislocated from the acetabular cup. Pt was scheduled for surgery 2 days later. Pt was revised. Intraoperative specimens were taken. Pt had an elevated white count in his joint fluid. Pathology has not reported any infection although ID recommended 6 weeks of post op antibiotics as a precaution.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.